Event description:
Graft was implanted in 2003. The pt returned in or about 2004 to have a thrombectomy. The doctor found the vantage implant to be without tissue ingrowth. When cutting the implanted graft, it frayed and was not easy to handle. After the thrombectomy, suturing the graft was complicated because the doctor had to be very careful that no graft filaments were sticking into the lumen of the graft. The pt was controlled (re-assessed) again about 1 month later. The graft was opened at that time and its function found to be acceptable. Note: the exact dates above are unknown at this time and have been approximated for reporting purposes only. The batch number is not attainable. The functionality of the graft was tested by flow measurement.